Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was not provided. The customer stated that he was stuck in the rewind complete display. He was advised against using the current reservoir due to risk of potential air bubbles. He stated that he would call back. Nothing further reported.